Event description:
A customer reported obtaining unexpected positive reactivity on the galileo neo with blood grouping reagent anti-b series 3, lot 203440.

Manufacturer narrative:
An immucor field service engineer adjusted the reagent probe at the right pipette position; re-teached right target; and replaced reagent syringe plunger. The piptest performed within specifications. An abo qc and 3-cell qc were performed. Tested full plates of abo and 1 ntd sample; re-tested 12 samples and replaced ntd sample with acceptable results. The neo is operating within specifications.